Event description:
Customer reported falsely elevated patient blood lead test results with leadcare ii occurring over an extended period. Customer stated that they suspect the falsely elevated patient blood test results occurred across multiple test kit lots. Customer was unable to provide the used test kit lot numbers. Customer stated they run quality control (qc) monthly. Customer was unable to provide qc results at the time of the call. Technical services (ts) requested the leadcare ii analyzer serial number(s) (sn) from the customer. Customer was unable to provide at the time of the call. Ts requested the customer provide a list of falsely elevated patient blood lead test results and corresponding confirmatory test results. Customer provided the example elevated patient blood lead test result of 3.8 ug/dl. This was the only elevated patient blood lead test result with leadcare ii reported by the customer. Customer stated that venous confirmatory testing results were low (less than 1.0 ug/dl) for all patients. During troubleshooting ts asked customer to describe their method applied for collecting capillary blood. The customer described procedures that do not fully align with the instructions for use (IFU) and cdc recommendations cited in the IFU including: not always cleaning the patient collection site with alcohol. Touching skin while wiping away the first drop of blood. Not removing excess blood from the outside of the capillary tube. Customer reported using the capillary tubes provided in the test kit and not using third party micro-collection devices. Customer stated that their site has many new staff members that were not trained properly on the patient blood lead collection procedure. Customer requested retraining with the regional point of care (rpoc) specialist. The rpoc contacted customer to schedule training. Ts instructed customer to follow cdc recommendations for capillary blood lead collection and the blood lead test procedure as it is written in the package insert. Ts provided the cdc capillary collection video, cdc fingerstick poster and link to leadcare ii product literature to the customer. On 04/27/2026 the rpoc reported they have not received a response from the customer to schedule training date. On 04/29/2026 ts requested an update from the customer. On 05/04/2026 ts called the customer. The receptionist was unable to locate contact information for the customer. Ts called a secondary phone number and left a message requesting a call back. On 05/12/2026 ts attempted to contact the customer for update. Ts left a voicemail and message requesting additional information. No additional information has been provided by the customer to date.